Manufacturer narrative:
Date of event: exact date unknown, event occurred six months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient cannot feel stimulation and having difficulty communicating ipg to the remote control or clinician's programmer. The patient was also charging the ipg more frequently prior to it becoming nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg was kept by the medical facility.